Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number 13e15h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Ten days prior to receipt of this report, the patient was hospitalized for the event and discharged five days later. Treatment is unknown. The cause of the peritonitis was unknown. At the time of this report the patient was recovering. No additional information is available. This is report 3 of 4 involved in this peritonitis event.